Event description:
It was reported to target that during use the coil pusher because unraveled, a piece of the coil pusher is still in the pt mca. Used another one to finish the case. Procedure was successful. As per e-mail received from co sales rep. "The pt was doing ok." The dr did not see the wire protruding from the vessel, however clot was forming back into the mca. Since the wire was not seen at the time, all products were thrown away. The co is not sure where the wire came from. Sales rep was hoping co could review the films sent in and determine the origin."